Event description:
Intracardiac echo (ice) ultrasound catheter failed to initialize during an emergent pericardiocentesis in the context of left ventricular perforation secondary to pvc ablation. Device was saved and tested siemens field service engineer. The engineer verified that the catheter failed to initialize.